Manufacturer narrative:
694765 lead, implanted (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported dizziness, numbness in their arms, and a strange sensation in their chest and wondered if they were shocked by the cardiac resynchronization therapy defibrillator (crt-d). Follow up yielded no further information. The device remains in use. No further patient complications have been reported as a result of this event.